Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, a needle to cuff miss occurred. The resulting condition would leave the suture and posterior needle inside the vessel. It is possible that when the foot was closed it captured the suture leading to the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an unspecified procedure. Reportedly, the prostyle device was advanced in the prescribed sequence, the foot was retracted at step 4, and the device was removed from the body. When the rail suture and the tightening suture stored inside the device were taken out, resistance was felt, and as a result, a knot had not been formed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.